Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 01/17/2020: 1. Section b. Box 5. Describe event or problem. Results: the lantern had a bend approximately 19.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a functional device. During functional testing, the lantern was advanced through a demonstration 5f select without an issue. A demonstration guidewire was also advanced through the lantern without an issue. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed a bend on the proximal shaft. This bend was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a non-penumbra guidewire. During the procedure, the physician encountered resistance while advancing the lantern into catheter. It was also reported that the physician encountered resistance while inserting the guidewire into the lantern. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a non-penumbra guidewire. During the procedure, the physician encountered difficulty advancing the lantern into the target vessel. It was also reported that the physician encountered resistance while inserting the guidewire into the lantern. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.